Event description:
Pt had been treated with pain medications via epidural catheter. She was under the care of home care agency in the home. Catheter was placed 7/27/98 by her physician at medical ctr. The catheter fell out at home 9/21/98. Pt went to clinic 9/22/98 and was hospitalized for removal of remaining portion of catheter. 9/22/98 - 9/24/98.